Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had blockage problem. The customer¿s blood glucose was 400 mg/dl. Customer also stated that the tubing and reservoir that didn't work. Customer stated that the reservoir was unable to prime. The device will be return for analysis.